Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted general hemicolectomy left surgical procedure, there was an error on e-200 observed upon attempting to use vessel sealer extend (vse). The customer restarted the system and used a new vse instrument; however, the error persisted. The customer confirmed that monopolar and bipolar functions were working normally. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis confirmed but did not replicate the customer complaint. Upon visual inspection, no issues were found that could be related to reported event. The unit was integrated into a known-golden pca system, where it successfully powered on and established proper system connectivity. Localhost:3030 was used to check diagnostics where no system error log were found that could be related to the reported event. During system drive testing, both the vessel sealer extend (vse) and the grasper instruments were used, and consistent energy delivery was observed through both the upper and lower bipolar ports. Upper and low monopolar ports were also tested and consistently delivered energy throughout cautery testing. Presence of smoke and audible tone were verified and all port led lights were confirmed to be within acceptable illumination. The unit completed fixture testing (functional test station 2 and functional test station 3) with both tests passing. The probable root cause is attributed to defective generator.